Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number / catalog number: sc-2218-70, serial number: (B)(4), batch / lot number: 2000004740/2000004740, model / catalog description: linear st lead kit 70 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and the ipg would not charge. The patient underwent an explant procedure.